Event description:
System explanted due to infection.

Event description:
System explanted due to infection.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027.

Event description:
System explanted due to infection.